Manufacturer narrative:
Sample was collected in a li heparin pst that was centrifuged for 3 minutes at 4000rcf. Per the customer, the collection tube was full and appeared normal. Qc was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(4) 2010 and met specifications. A field service engineer (fse) was dispatched on (B)(4) 2010 and performed hardware service on the assays, which met specifications. The fse replaced the pipettor tip, the wash tower nozzle, and the precision pump seals as a precaution. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated result for accutni (troponin) within the risk stratification range for one patient's sample generated by the access 2i (lxi) immunoassay system. Upon repeat the result was within the normal reference range, which was reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.